Manufacturer narrative:
(B)(4). Age at time of event or date of birth: unknown. Sex/gender: unknown. Implant date: unknown - it is unknown if the lens was completely inserted into the patient's eye. Explant date: unknown - it is unknown if the lens was completely inserted into the patient's eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the patient's eye the haptic appeared bent. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification shows scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed loaded until the black hatch mark as is required as ready position. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was observed damaged and stuck in the cartridge tip. Part of one (1) of the lens'' haptics was observed unfolded out of the cartridge tip. The issue reported was verified by the inspection. A manufacturing record review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. There is no non-conformance report that contributed to the complaint. The units were released according specification. No other complaints have been received for this production order (po). No potential product deficiencies were identified. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.